Event description:
Reporter indicated that pt passed away as a result of a ruptured bowel due to complications during bowel obstruction surgery. Further investigation revealed that the pt developed post-surgical infection/sepsis and subsequently passed away. The physician indicated that the ncp system was not related to the event.